Manufacturer narrative:
Results of investigation: vyaire medical was able to verify the customer's reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. The ventilator was powered on using an external power source and was functioning properly. Once the external power was removed, the ventilator shut down. Bench testing revealed a malfunctioning power board. Vyaire medical replaced the power board to address the reported issue.

Event description:
It was reported to vyaire medical that the ventilator has a green charge status but will not run on the internal power source. While in service, the ventilator shut down on its own. There was no patient involvement associated with this reported issue.